Event description:
As reported the lead was an old epicardial lead that had high pacing thresholds. The impedance and sensing were ok. The lead was changed for another lead with better pacing thresholds.